Event description:
Customer reported hospitalization due to blood glucose increasing dramatically. Customer states that she has been on the insulin pump for the past three years. Customer expressed that she has a dry mouth and vomiting due to high blood glucose. The blood glucose reading is 783 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.